Manufacturer narrative:
Analysis: only the circuit board pcb2106p was returned for evaluation. Attempting to duplicate the "no alarm sound" problem was successful by going through the following steps: installed the pcb2106p in this e360 unit. Powered on this e360 unit and no alarm sound was emitted from the board. During visual inspection, the (audio amplifier) on pcb2106p was noticeably burnt. After investigation, the device on pcb2106p was defective and noticeably burnt. Conclusion: replacing the pcb2106p resolved this problem.

Event description:
During testing, the audible alarm did not sound. Please note there was no pt involvement in this case.